Event description:
A malfunction on the pump was reported by the customer, but no notable events preceded it. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue reoccurs and confirmed their understanding.